Manufacturer narrative:
(B)(4). Factors that could contribute to the stent being deployed in a different location than intended could be influenced by, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique. It was reported that the stent was not deployed in the correct location; therefore, the physician used the stent delivery system (sds) to push the stent into position and the balloon material interacted with the stent resulting in the balloon ripping and embolizing further down the vessel. The patient was sent for surgery; however the separated portion of the balloon could not be found. In this case, the reported balloon separation appears to be related to the operational context of the procedure; however, a conclusive cause for the reported difficulty deploying the stent could not be confirmed. To ensure this issue is not the result of a manufacturing deficiency, a sampling of units is tested to verify proper stent deployment and uniformity of expansion.

Event description:
Reportedly after implantation of the xience v stent, the physicians were not pleased with the positioning of the stent and tried using the stent delivery system balloon to push the stent into position. This resulted in the balloon ripping and embolizing further down the vessel. The patient was sent to surgery to retrieve the separated balloon; however, the balloon could not be located. The patient was stable after the surgery. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. The evaluation is not yet complete. A follow-up will be submitted with all relevant information.